Event description:
In (B)(6) 2006: had essure procedure done (B)(6) 2006. Started having extremely heavy periods lasting weeks at a time causing problems with my day-to-day life. In (B)(6) 2006, was scheduled for a partial hysterectomy. In (B)(6) 2007, partial hysterectomy done. Since that time I have been diagnosed with several new symptoms such as: asthma, autoimmune disorders affecting my joints, muscles, and skin, arthritis, worsening heart problems, fluid retention and severe weight gain, elevated liver enzymes, low potassium, low vitamin d, calcium and elevated iron stores. Severe skin scarring with bronzing of the skin.